Event description:
The patient reported that the pump would not prime. The pump has been returned and was evaluated by product analysis on 09/14/2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on results of investigation.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/14/2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor. During evaluation loss off cartridge detection did not occur. Recall - 2531779-03/24/2010-003-r.